Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent a left total hip revision due to elevated levels of chromium and cobalt ions in her blood. Femoral head and the femoral stem were replaced. The original prosthesis implanted was corroded around the neck and femoral stem.